Event description:
It was reported that error messages were received on the device. The device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
It was reported that error messages were received on the device. The device was received with battery voltage at elective replacement indicator (eri) level. Device image analysis was performed and current trends were normal. Electrical and mechanical testing was performed and no anomaly was noted. No error message was seen during testing. A longevity estimation was performed and found the battery depletion was normal based on the device usage.